Event description:
It was reported that a patient presented with over-sensing noted on the patient's system. The system was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.